Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, prior to suturing a vascular anastomosis, the thread broke when it was removed from the package. An additional new suture used without issue. There was no patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that o needles or sutures were received. The front end of two retainers were received. Unfortunately, as no sealed samples were returned, a tensile strength test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.